Manufacturer narrative:
(B)(4). UDI # n/a. Foreign country - (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It has been reported that, during surgery, the trabecular metal reverse dual taper spacer impactor fractured while inserting a spacer. The broken part remained in the patient's body. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Lot # 61274871 UDI # (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the product returned. Visual inspection confirms that the tip fractured at the thread and the fractured portion was not returned. Hardness test was performed and found to be within specification. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to stress concentration at the fracture site, potentially exacerbated by off-axis impaction and/or bending of the device. Root cause of the event is attributed to the design of the device, which has been the subject of a previous corrective action. It was determined that this device was manufactured prior to the corrective action. No further action is required. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.